Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign object found in bag containing paclitaxel. Event details: one vial of paclitaxel 100ml and one vial of paclitaxel 30ml were prepared and a foreign body was found in the bag. After preparing 5 vials of 30ml paclitaxel nk and 2 vials of 100ml paclitaxel, the drug solution was collected from each vial and infused into an infusion bag.(minuscule). The product that was connected to the infusion bag was 515309.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The involved device did not contribute to the reported failure, coring. It was reported that particles were observed inside the IV bag. For investigation, one IV bag, one l-connector, and a device not manufactured by bd were provided to our quality team. Upon inspection, gray particles were observed inside the infusion bag, verifying the reported concern. The particles were evaluated under a microscope, and it was determined that they are consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, a definitive root cause cannot be identified at this time.

Event description:
No additional information.